Event description:
It was alleged that the bed was experiencing phantom motion. However, upon evaluation the alleged phantom motion could not be duplicated or confirmed. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.